Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: lot # provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. Device history batch: null. Device history review: null.

Event description:
It was reported that on (B)(6) 2021, a patient had and orif of a proximal humerus fracture and the surgeon left the insertion guide (323.050) attached to the plate and closed the patient. The insertion guide was still attached until follow up on (B)(6) 2021. There was no patient consequence reported. Concomitant device reported: unk - screws: trauma (part# unknown; lot# unknown; quantity: unknown). This complaint involves two (2) devices. This report is for (1) insertion guide. This is report 1 of 1 for complaint (B)(4).